Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are the to gi bleeding and av malformations are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, age, anticoagulant therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of dizziness, weakness, abdominal cramping, and bright red blood per rectum (brbpr). The patient's hemoglobin was 11.0 mg/dl on admission, down 1 mg/dl from the week prior. Inr was 1.7. Colonoscopy results revealed an actively bleeding cecal arteriovenous malformation (avm) which was treated with argon plasma coagulation (apc). The patient was discharged home on (B)(6) 2015 with inr goal adjusted to 2.0-2.5 and aspirin discontinued. To date, patient is doing well with no further bleeding episodes.